Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received information the nozzle unit was defective and in need of replacement. Replacement of the defective part solved the issue. No log files have been provided. The plastic nozzle unit contains a valve diaphragm. The valve diaphragm, controlled by the inspiratory solenoid, regulates the gas flow through the gas module. The complete plastic nozzle unit must be replaced during preventive maintenance. According to the received information, the cause of the issue has been determined and was related to defective gas module. The defective part was discarded by the customer and not returned for further investigation.

Event description:
Manufacturer ref#: (B)(4).